Event description:
The customer reported to olympus, the evis exera iii xenon light source receiced an e103 error code, failure to activate the xenon lamp intermittently. It was reported that the xenon bulb used was from a third party. The issue was found during upper endoscopy procedure. The procedure was completed successfully using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e103 error could not be identified. The event can be detected/prevented by following the instructions for use which state: [6.1 replacement of the examination (xenon) lamp]. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction, or a fire. Olympus will continue to monitor field performance for this device.